Event description:
A patient reported experiencing inaccurate erratic low results with a one touch basic enhanced meter. The patient's blood glucose results were 144 mg/dl (meter), 216 mg/dl (lab). Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further infomation has been reported.